Manufacturer narrative:
(B)(4). Bard¿s tracking number: (B)(4).

Event description:
According to the reporter: the patient alleged injury. Medical history: genuine stress incontince and urethral hypermobility.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced menorrhagia, increasing size of fibroids, vaginal mesh exposure, erosion, increased pelvic pain, can feel mesh, fullness suprapubically, bowel injury/inadvertent enterotomy (bowel perforation), blood loss, retention of uterine fragments (foreign body), and required additional surgical and nonsurgical interventions.